Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign substance (dark spots) was found on multiple components of eighteen (18) exactamix vented, high-volume inlets. The dark spots were discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: eighteen (18) devices and three (3) photographs of the samples were received for evaluation. A visual inspection of the sample photos was performed, and small spots of particles in the sealed packaging of the products were observed. A visual inspection was performed on the actual samples, and it was observed that six samples had a dark spot particulate on the white connector, one sample had a dark fiber particulate on the white connector, three samples had a dark spot particulate on the tubing, two samples had a dark fiber particulate inside the packaging, one sample had a dark fiber particulate on the plastic tubing, one sample had a dark spot inside the packaging, two samples had a dark spot particulate on the tubing, one sample had white particulates on the tubing, and one sample had a dark spot on the tubing. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inherent variations of the manufacturing assembly and/or packaging process of the products. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.